Event description:
The device discharged energy three times in succession during a patient resuscitation attempt. Reportedly, the difibrillator did not deliver selected energy to the patient, based upon expected patient muscular reaction in response to defibrillator discharge. The patient was not resuscitated. The facility reported that patient outcome was not affected by the discrepancy, based upon a lack of patient viability.